Event description:
Information was received from a MRI technician regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The caller stated that the patient¿s device does not work and when the patient puts the device over their implant ¿the loop stays empty¿. When asked to clarify the caller stated that the ins is dead and when the patient uses their external device it just shows an empty circle when they press the button. The issue began 3-4 months ago. It was recommended that the patient follow up with their managing physician to get the device up and running again but the caller stated that the patient does not have the money to do so. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported the MRI was not completed because when the patient showed up to the facility they did not bring their remote with them. The hcp was therefore unable to establish restrictions on whether the patient was full body eligible or not. A manufacturer¿s representative (rep) was not contacted because the patient was told beforehand they must bring the remote with them for the MRI. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient weight was provided. No further complications were reported.